Event description:
It was reported that the patient presented with a bulge in the left cylinder of his inflatable penile prosthesis (ipp). A revision surgery was performed to remove and replace the pump and cylinders. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, pressure and leak tested. The first cylinder exhibited bulging in the cylinder body. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak tested and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the identified bulge in the first cylinder confirmed the reported clinical observation.

Event description:
It was reported that the patient presented with a bulge in the left cylinder of his inflatable penile prosthesis (ipp). A revision surgery was performed to remove and replace the pump and cylinders. There were no patient complications.